Manufacturer narrative:
Anticipated procedural complication.the device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that following a successful coil embolization, the patient developed a thrombus, location unknown. The patient was discharged thirteen days post procedure in an improved condition. No further information is available.